Event description:
Customer reports that the circuit was touching a patient's skin and caused a reddened area on the skin. No medical intervention reported.

Manufacturer narrative:
Samples requested, but not received. Evaluation other: manufacturing process reviewed. Results-other: manufacturing process reviewed and based on complaint description no findings were detected. No lot number was provided. No sample was provided for evaluation. Conclusions-other: a root cause could not be determined. If the product sample or lot number becomes available, this investigation will be re-opened accordingly. The information for use has a warning "do not allow the circuit to rest on the patient's bare skin".